Event description:
It was reported to philips the heartstart mrx defibrillator was unable to shock a patient. The first heartstart mrx defibrillator which was unable to shock is addressed in (B)(4) (patient death). This report addresses the second heartstart mrx defibrillator used which was also unable to shock. The hospital biomedical engineer reported that the users switched to a different heartstart mrx defibrillator to continue therapy. With the second defibrillator, the users received ¿no shock delivered¿ messages when attempting to deliver energy. No ECG waveforms or device data was provided from the second defibrillator. The hospital biomed reported that the heartstart mrx device passed all testing. No parts were replaced. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined. The device remains with the customer.

Event description:
It was reported to philips the heartstart mrx defibrillator was unable to shock a patient. The first heartstart mrx defibrillator which was unable to shock is addressed in pr 783997 (patient death). This report addresses the second heartstart mrx defibrillator used which was also unable to shock.